Event description:
Pt with colon cancer, reports infusion completed 6 hours earlier than expected. According to reporter, the pt experienced "hand and foot syndrome " which the reporter indentified as redness and tenderness of the hands and feet. Reporter stated "reporter not sure if this reaction with a lower dose reporter think pt has a sensitivity to the 5fu." Pt required no medical intervention. Pt used a provide relief. The pt tried "rosewater" and the reaction subsided. According to the reporter the pt was on a folfax 6 regime. The device contained an unknown concentration of 5fu, an unknown concentration of heparin and 5% dextrose for a total fill volume of 94.5ml.